Event description:
Labor and delivery uses 16 gauge IV (intravascular) catheters with baxter IV extensions so they can deliver fluid to patient rapidly, if necessary. With such an IV in place they can use evacuated tubes for drawing blood through bd vacutainer collection assemblies without having problems seen with smaller IV catheters. In this case, the male luer of bd vacutainer collection adaptor (#367290 on #364815) fit loosely into female luer of baxter IV extension set (#2n3378) and the connection came apart causing a small blood leak.